Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the thumb screw on the syringe pump was loose. The loose screw was causing air to accumulate in the syringe pump leading to an incorrect amount of sample to be dispensed. The fse tightened the thumb screw on the syringe pump and was able to run the instrument without further issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca controls failed blood/bilirubin//protein false negative and false low on their ichem velocity automated urine chemistry system. There were no reports of erroneous patient results being generated or reported out and there was no change or effect to patient treatment in connection to the event.